Event description:
The reporter indicated the surgeon loaded and inserted a 12.1mm micl 12.1 implantable collamer lens but found the lens would not unfold. The lens stayed curled like a taco in the patient's eye, the surgeon attempted to manipulate the lens but it would not unfold. The lens was removed with no patient injury and the backup lens was implanted, with no problem. The reporter indicated the lens was discarded by the facility.

Manufacturer narrative:
(B)(4)- no known impact or consequence to patient. Failure to unfold or unwrap. Device evaluated by manufacturer? No - 81 (other): lens was discarded by the facility. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens was discarded.